Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: the battery was not returned with the pump. Review of the black box data revealed record or power on reset (power interruption) during the same time the alleged temperature issue occurred. The black box data verified there was no sudden drop in voltage prior to the power interruption. On investigation, the pump powered on and was exercised for 24 hours without any errors, warnings or alarms. No overheating or power loss occurred during the exercise. Investigation did not duplicate the complaint. The electrical draws were measured and found to be within specifications. There was no evidence of moisture in the battery compartment or inside the pump. The power flex and components were inspected and had no defects. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.